Event description:
Index procedure was prompted by stable angina. During index procedure ((B)(6) 2009) the patient had one endeavor sprint drug-eluting stent implanted to the lad and one endeavor sprint drug-eluting stent implanted to the 2nd om. Seven days post index procedure the patient experienced an allergic reaction. The patient was treated with medication. Investigator indicated that the reported event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
Results: allergic reaction. Conclusions: allergic reaction. (B)(4).